Event description:
A customer reported a malfunction on the pump with a malfunction code 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer by providing pump reset information and guided the customer through the reset process. After resetting the pump, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared. The customer acknowledged and understood these instructions.